Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge. Customer's blood glucose level was 89 mg/dl. Reportedly, customer continued to use the existing supplies and pump successfully charged.